Event description:
A 6f angio-seal vip device was deployed in a right femoral arteriotomy. Six weeks later, the pt had symptomatic subtotal occlusion of the femoral artery caused by a thrombus. Percutaneous transluminal angioplasty and surgery were performed to resolve the occlusion. The pt was hospitalized due to this event but is now stable.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.